Event description:
It was reported that the pt experienced pain in their right hip and down the right leg, even with stimulation off. The pt also experienced a loss of therapeutic effect. It was also reported that the pt fell about 6 weeks ago and broke their nose. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).